Manufacturer narrative:
Insulin pump passed the self test and displacement test. However, pump error 53 alarm found in the pump history (linenumber = 248 and filenumber = 32110), problem isolated to the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Self test was passed. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.